Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while tacking on cooper's ligament during a transabdominal preperitoneal (tapp) repair, the tacker did not tack into the tissue and was deviated. Even though the tacker was used to tack other thing, it also deviated without tacking in, so there might be malfunction with the tacker. It was also reported that the part fell into the patient's cavity and was retrieved. They used new device to complete the case. There was no patient injury.